Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 85% stenosed, 2.5x10mm, lesion being treated was located in the moderately tortuous, moderately calcified distal left anterior descending (lad) artery. The lesion was predilated with an unknown balloon. The physician attempted, multiple times, to place a 2.50x12mm taxus liberte balloon, but was unable to cross the lesion. Upon withdrawal, stent struts were found to be lifted. The procedure was complete with another 2.50x12mm taxus liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device identified that the tip of the device was slightly damaged. This type of damage is consistent with guidewire movement during attempts to cross the lesion. Stent struts on the first proximal row were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The hypotube shaft was kinked at 158 mm distal to the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use/user error. The dfu / product label states "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guide catheter should be removed as a single unit". (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 85% stenosed, 2.5x10mm, lesion being treated was located in the moderately tortuous, moderately calcified distal left anterior descending (lad) artery. The lesion was predilated with an unknown balloon. The physician attempted, multiple times, to place a 2.50x12mm taxus liberte balloon, but was unable to cross the lesion. Upon withdrawal, stent struts were found to be lifted. The procedure was complete with another 2.50x12mm taxus liberte stent. No patient complications were reported and the patient's status is stable.